Event description:
The lead was explanted due to sensing anomaly, which appears to be caused by subclavian crush.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis revealed the outer insulation and one of the proximal cable insulations were abraded at 32 cm from connector. This could be caused by clavicle crush, resulting in sensing anomaly.